Event description:
Infuse bone morphogenetic protein infuse bone morphogenetic protein (bmp-2) was implanted on (B)(6) 2010, in our daughter's skull during a cranio surgery completed for a simple metopic craniosynostosis. (B)(6) was just shy of being (B)(6) age. (B)(6) had craniosynostosis surgery completed at (B)(6) medical center. At no time during our initial, or any time thereafter, was it ever addressed to myself, nor to my husband, that infuse bone morphogenetic protein (bmp-2) would be used during (B)(6) craniosynostosis surgery. Nor were any consent forms signed for any experimental procedure to take place nor did we volunteer for any clinical trial. A few weeks after surgery in (B)(6) of 2010, I took (B)(6) to meet with dr (B)(6) as a lump started to appear on the top right side of her head. At this time, I was told that it was "either bone settling or other sutures had fused, to wait it out and see." Later to find out it was the start of her brain trying to expand and the only way for it to grow was up. (B)(6) had no measureable head circumference growth from (B)(6) until her revision surgery ((B)(6) age) completed on (B)(6) 2011 at (B)(6). CT scan completed in (B)(6) 2011 showed complete premature fusion of the sagittal and both coronal sutures. (B)(6) had two sleep studies completed both positive for central apnea. She has petit mal seizures, no weight gain from (B)(6) age. Developed anemia that was discovered at (B)(6) routine check up. In (B)(6) 2011, I took (B)(6) along with my older daughter and mother to visit with yet another craniosynostosis specialist, dr (B)(6). Prior to this visit, it had been asked that I send her medical files, op notes as well as her CT scans to him for review. It was from this doctor who took the time to read her op files that he noted that the use of infuse bmp-2 was used during her craniosynostosis surgery. During the second surgery performed on (B)(6) 2011, to remove the bmp-2 at (B)(6) medical center, it was expressed that (B)(6) did indeed have inter cranial pressure and that there was ectopic bone growth in some areas creating very thick bone and then in some areas her bone was very fragile and thin. They also stated that the bmp-2 was like nothing that they had experienced thus far and that they were actually able to view it visibly on her bone. They stated that since the bone was so thick in areas with ectopic bone that there would not have been any way for her head to expand in circumference.